Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s treatment was completed and when the cassette was removed a tiny drop of fluid was noticed on the cassette door. The nurse looked at the cassette and did not see a crack and squeezed it to see if fluid would come out and it did not leak. The drop of fluid was so small, the nurse instructed the patient to dry it off and complete treatment the next day at home. The patient had a blank screen and burning smell of the cycler the next day and a new cycler was issued to the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s treatment was completed and when the cassette was removed a tiny drop of fluid was noticed on the cassette door. The nurse looked at the cassette and did not see a crack and squeezed it to see if fluid would come out and it did not leak. The drop of fluid was so small, the nurse instructed the patient to dry it off and complete treatment the next day at home. The patient had a blank screen and burning smell of the cycler the next day and a new cycler was issued to the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information : the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. Failure was caused by an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became operational. Continued testing. An accelerated stress test was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Final quality control testing met all requirements. Upon completion of the evaluation, the reported leak issue was not confirmed however, the blank screen issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s treatment was completed and when the cassette was removed a tiny drop of fluid was noticed on the cassette door. The nurse looked at the cassette and did not see a crack and squeezed it to see if fluid would come out and it did not leak. The drop of fluid was so small, the nurse instructed the patient to dry it off and complete treatment the next day at home. The patient had a blank screen and burning smell of the cycler the next day and a new cycler was issued to the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Failure was caused by an internal short present on transformer (t1) of the ¿inverter board¿. A known good inverter board was installed and the display became operational. Continued testing. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient¿s treatment was completed and when the cassette was removed a tiny drop of fluid was noticed on the cassette door. The nurse looked at the cassette and did not see a crack and squeezed it to see if fluid would come out and it did not leak. The drop of fluid was so small, the nurse instructed the patient to dry it off and complete treatment the next day at home. The patient had a blank screen and burning smell of the cycler the next day and a new cycler was issued to the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was not able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.